Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tracking number: (B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, on the third firing, the breaking sound was heard. The staples were not properly formed and the staple line was noted to be bleeding. Full hemostasis did not occur and the line was over sewn. There was no unexpected tissue loss. There was no unexpected tissue damage. There was no delay more than 30 minutes happen due to product problem. There was no loss of blood 500cc or more. No device fragment or component dropped in abdominal cavity of patient. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
(B)(4).